Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a hcp regarding an implantable neurostimulator. The reason for call was caller stated that the patient was coming for an MRI tomorrow and they said that the stimulator was dead. Caller stated they did not know how long the battery had been dead for or if patient can recharge. Caller also stated that patient was denied an MRI in october and they didn't remember why but they assumed it was for the same reason. Agent reviewed MRI eligibility with the caller. Hcp stated that a pa ordered the MRI but they were unable to confirm managing provider's name. Hcp called back to provide further clarification regarding ins status. Hcp reported pt said that when the scs was recharged it "continuously shocked her" and was malfunctioning. Hcp reported pt was therefore not willing to recharge the scs. Hcp reported pt was going to have the scs removed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get device registration information. The caller stated that the patient reported that the implanted device is dead and does not work. When therapy was turned on it was causing an unbearable shocking sensation. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed device registration and MRI information.